Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) /2025, the user¿s family reported elevated blood glucose readings, with a highest value of 493 mg/dl. The ilet device issued an alert for the high blood glucose. The glucose levels stabilized while the user continued on ilet therapy.